Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a consumer who was receiving unknown drug via an implantable pump for malignant pain and lumbar radiculopathy. It was reported the patient's device alarm keeps beeping. The patient had an appointment scheduled for (B)(6) 2017 for a fill and had said they had tried to contact their doctor. The patient was advised to call back. No further information was provided at the time of report. Additional information was received. The healthcare provider (hcp) was notified about the pump beeping immediately on (B)(6) 2016. A pump refill was scheduled for (B)(6) 2017. The patient first started hearing the pump beeping on (B)(6) 2016. There were no changes in regular activities that may have led to the pump beeping. Symptoms included ¿increase in lower l5/s1 ¿ annoying to others.¿ steps taken to resolve the pump beeping included 4 calls to the pain clinic. The patient went to the pump refill on (B)(6) 2017. They were told there would be no pump fill. The patient was told they were putting a rush on the removal of the pump. The event was not resolved. Additional information was received from a hcp. The cause of the alarm was unknown. The pump was refilled on (B)(6) 2017. Additional information was received. The cause of the alarm was the pump was at end of life. The hcp was going to schedule a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.